Event description:
During a follow-up, it was not possible to interrogate the device and no magnetic response was observed. Abbott technical support was contacted and confirmed the event. The device was explanted and replaced to resolve the event. The patient was stable.